Event description:
A malfunction indicated by code malf 12 was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump. Following the reset, the malfunction did not recur, and the customer was advised to continue using the pump while contacting support if any further issues arose.